Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of a stuck button from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that there were frequent no or intermittent response by button press. The customer stated that the key lock cannot be unlocked. The customer changed the battery and the buttons were still unresponsive. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump. The customer will return the pump for analysis.

Manufacturer narrative:
The pump was received with intermittent button response/stuck button due to a lifted/peeling keypad overlay. Unable to perform the displacement test due to the unresponsive keypad. The pump was received with a scratched case, a fading serial number label and pillow keypad overlay.